Manufacturer narrative:
The product was returned. Per the returns plan in (B)(4) unit returned on 06/10/2014. Evaluation shows broken tubing around weld. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer states the customers daughter brought the chair to the dealer and he states she told them that the tire was leaning and they needed it fixed. Dealer states they looked at it and realized the rear left weld where the back cane is welded to bottom frame broke. The dealer states that the customer didn't seem to know the frame was broke at the weld.